Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 18-sep-2020 the device was received. Results: the pod pc embolization coil punctured the lantern lumen approximately 146.0 cm from the hub. The lantern was ovalized at approximately 147.0 cm and 148.0 cm ¿ 149.0 cm from the hub. Conclusions: evaluation of the returned pod pc embolization coil confirmed it was detached and had punctured the lumen of the lantern. The embolization coil had offset coil winds along its length and was damaged near the puncture site. If the embolization coil is forceful advanced through a puncture in a catheter, the embolization coil damage will likely result. Evaluation of the returned lantern confirmed a puncture and revealed ovalizations on the distal end of the catheter. The catheter was ovalized an flattened distal to the puncture site. Repeated manipulation in distal patient anatomy may have contributed to this damage. Attempts to advance through this damage region of the catheter would likely result in resistance. Forceful advancement of the catheter against resistance can lead to additional catheter and coil damage. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2020-01642.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01642.

Event description:
The patient was undergoing a coil embolization procedure in the varicocele vein using packing coils (pod pc), lantern delivery microcatheter (lantern), and pod detachment handle (handle). During the procedure, the physician placed a pod pc in the target vessel using a lantern. However, after detaching the pod pc using a handle, the physician noticed the pod pc had punctured the side of the lantern towards the distal end. Therefore, the lantern containing the detached pod pc were removed. The procedure was completed using a non-penumbra catheter and non-penumbra coils. There was no report of an adverse effect to the patient.